Event description:
The explanted lead was received. Product analysis is being performed. No additional relevant information has been received to date.

Event description:
It was reported the patient had high impedance observed. The patient was referred for a full revision. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The lead analysis was performed. Abraded openings were noted in the outer and the inner silicone tubing. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. Two broken strands were identified in the positive coil past the end of the electrode bifurcation. Scanning electron microscopy images of the positive quadfilar coil broken strands showed that pitting or electro¿etching conditions have occurred at the broken strand locations. Due to metal dissolution the fracture mechanism of the strands cannot be ascertained. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Patient had a full revision performed. The explanted lead has not been received to date. No additional relevant information has been received to date.